Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link catheter extension set was separated from the male luer lock adapter. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A companion sample and a photograph were received for sample evaluation. During inspection it was identified that the tubing was separated from the two piece luer lock assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.